Event description:
On (B)(6) 2008, the patient began peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was hospitalized for peritonitis manifested by abdominal pain and cloudy effluent. On the same date, prior to the start of antibiotics, a peritoneal effluent analysis and culture were performed. The analysis showed "+++"/mm3 leucocytes, and the result of the culture was not reported. The patient was treated with unspecified antibiotics. On an unreported date in (B)(6) 2010, a follow-up peritoneal effluent analysis was performed, which revealed "++"/mm3 leucocytes. Pd therapy was ongoing. The peritonitis was resolving. It was not reported whether the patient remained hospitalized. The patient's concomitant medications were not reported. The cause of the peritonitis was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.